Event description:
It is reported that a customer was in a three day coma and has short term memory loss. She cannot remember how to get the meter to read the info to her pump. The customer's phone call was dropped. The customer will call back to finish trouble shooting.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.